Event description:
It was reported that the doctor lased for 22 minutes coming close to tissue multiple times due to very narrow lateral lobe gap. Excessive heat error occurred several times and when the fiber was removed to clean the tip it was noted that the metal sheath protecting the fiber tip was charred and burnt. Fiber would not fire correctly. The fiber was exchanged and the procedure was completed "successfully". "Patient or procedure not compromised in any way."

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char; the outer flow tubing open end exhibits scratch marks. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.